Event description:
Wheelchair user reported that the backrest hinge bracket failed on his power wheelchair. User has had previous seat frame issues, which may have compromised the backrest hinge. MFR inspected the wheelchair, which showed heavy use. MFR replaced the wheelchair with a redesigned backrest hinge and seat frame, which should prevent further issues. User did not report any injuries.

Manufacturer narrative:
Wheelchair was inspected by a tech from MFR. The wheelchair demonstrated extremely heavy use by the consumer. Consumer has had previous seat frame issues and it appears that those issues may have compromised the backrest hinge bracket. MFR replaced the wheelchair with a redesigned backrest hinge bracket. User is satisfied.